Event description:
Dull reamers. No reported surgical delay or patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device found some marks/scratches related to normal use. Additionally, the cutting surfaces were noted dull to the touch, not as sharp as first distributed. Few rusted areas were also found, which had been previously attributed to the use of harsh chemical cleaners. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. ------------------------------------------------------------------------